Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced hypotension. An echocardiogram revealed that the patient had developed a cardiac effusion which progressed into a tamponade. The case was aborted and a pericardiocentesis was performed. The patient was transferred to another hospital for observation. No further patient complications have been reported as a result of this event.